Event description:
It was reported that a pt, who underwent a hysterectomy several years ago and developed stress urinary incontinence post operatively, underwent a pubovaginal sling with protegen in 1998. The pt post-operatively began to have trouble approx 6 months later with dysuria, vaginal discharge and recurrent infections. The pt was being treated by gynecologist and dr treated pt for various illnesses. After approx 1 1/2 years, the pt began to have severe vaginal bleeding with a malodeous discharge. The pt's gynecologist referred pt back to urologist for further eval. Upon examination, the pt required pain medication and removal of the infected and eroded sling in 1999. No product was returned for eval.